Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the motor device had a tear in the hose. During in-house service/repair, it was determined that the device failed hose verification assessment, safety check assessment, and a had damaged pawl release and lock cylinder. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.